Event description:
Distributor received info that two co leads were removed from service. During a routine replacement procedure of an ICD the leads were accidentaly nicked. The physician elected to repair the leads. However, nine days after the repair the physician decided to replace the leads. An invasive procedure was performed, the leads were capped and replaced with a new bipolar lead.